Event description:
New information noted that the dislodgement was suspected due to the atrial lead having a sudden drop in atrial sensing, rise in capture threshold, and real time atrial electrograms did not match observed p-waves on real time echocardiogram.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device testing and chest x-rays revealed atrial lead dislodgement. Patient was stable throughout event and would be scheduled for lead revision.